Manufacturer narrative:
This device has been returned for evaluation. Visual inspection of the device found the ceramic insulation (beak) broke off and the broken fragment was not returned. The remaining portion of the beak has jagged edges and still securely glued inside the distal end of the tube sheath. Observed that there is no corrosion, thermal damage, or dents around the distal sheath. The device was checked and fit correctly into our test working element model a22060a and outer sheath a22026a. Also, the sheath is straight, the release knob, locking ring, and passage are functional. Since customer did not return the device a22040a, lot# 22812; therefore, the reported complaint could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Report also submitted on importer medwatch report #(B)(4).

Event description:
An olympus representative reported to olympus on behalf of the customer that during an unknown therapeutic procedure using this inner sheath, the beak of the distal tip broke off. A secondary procedure was performed to remove distal end. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported event (broken distal tip) could not be determined. However, the issue was likely cause by the following: - thermo-mechanical fatigue - wear and tear - improper handling (impact, shock) the event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to d4 (lot number). Also, information has been added to d8 and h4. Also, please note initially, the customer reported the lot number to be # 22812. However, the device received by olympus for inspection was lot number # 19604. Although multiple attempts were made to clarify the discrepancy with the customer, no response was received. Therefore, the previously reported device evaluation and the investigation findings in this submission is based on the returned device (lot number # 19604.) H6 code (type of investigation) has been corrected to code "10." Olympus will continue to monitor field performance for this device.